Event description:
It was reported that the patient did not feel well and an interrogation indicated that the implantable pulse generator (ipg) was not showing any atrial lead capture or sensing. The cause of the issue was unknown and further testing was going to be done. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was determined that the lack of atrial capture and atrial standstill was due to hyperkalemia and other patient comorbidities from their failing health.